Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Occlusion: no occlusion had been identified during the postoperative follow-ups. However, an occlusion was identified in the internal iliac artery. It is unclear how this occlusion was found. Additional treatment using a stent is planned. Physician's comment (dr. Mochizuki): some issue with the distal portion of the leg extension stent graft caused an occlusion of the internal iliac artery. Since the occlusion occurred in the vessel with significant calcification, this may have been a contributing factor. Since there was no issue with blood flow to the leg after the procedure, the occlusion likely occurred over time. There was a causal relationship between the device and the event. Operation type: evar, blood loss: none, no image available due to hospital policy, pre-case plan available: schema attached, additional information available upon request. (Tc#bm260613059)" patient outcome: "there was serious health damage to the patient. The patient outcome is unknown."